Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal device was returned for product evaluation. The returned device included a hemostasis sheath and carrier tube assembly. The hemostasis sheath and carrier tube assembly were mated together, and the carrier tube assembly was in rear lock position. There was blood-like substance on the returned device. There was damage to the tip of the hemostasis sheath. The returned device was subjected to visual analysis. There was a crosscut across both the hemostasis sheath and the carrier tube assembly. There was also a longitudinal cut on the carrier tube assembly. Both cuts were clean. The collagen was exposed. Functional testing could not be performed on the device. The complaint could be confirmed for non-deployment pullout. Based on the returned device, the exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: contract resource administration. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that angio-seal failed to deploy. There was no injury to the patient. Manual pressure had to be held. Additional information was received on 01april2021: the procedure performed was a cardiac intervention- percutaneous transluminal angioplasty (ptca). A 6 fr x 23cm was used and then upsized to 6 fr x 45cm. There was no noticeable damage to the angio-seal before using. Normal steps were taken to deploy the angio-seal. The anchor (foot plate) was not deployed. There were components left in the patient. The whole angio-seal device come out of the patient once deployed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. The device is available for return. Additional information was received on 02april2021: there was nothing left in the patient.